Event description:
A malfunction was reported with a pump, identified by the code malf 0-0x277d, which was not resolved by resetting. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, confirmed the customer's understanding of placing the pump in storage mode, and arranged for a replacement pump to be sent while the customer used multiple daily injections (mdi) as backup therapy. The customer was instructed to return the malfunctioning pump using a pre-paid label. The pump was confirmed to be under warranty.